Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. After the was was advanced into the laa, a thrombus was noted in the right atrium attached to the trans septal puncture site. Heparin was given and activated clotting time (act) of 302 was noted during the procedure. The procedure continued and closure device was deployed and released safely. The was was then removed and the thrombus remained in the trans septal puncture hole. The patient remained stable and discharged the next day.